Event description:
This complaint is now reportable based on analysis completed on 05/15/2008. It was reported that during a coronary treatment procedure, the guide catheter was unable to be advanced. The lesion being treated was located in the right coronary artery (rca) and was 95% stenosed with severe tortuosity. The calcification of the lesion was unk. This device was inserted from femoral, the blood vessel to the arterial coronary was severely tortuous. This device was engaged in ostium of rca, and the guide wire was advanced. But, it was unable to advance. Therefore, guide catheter was confirmed outside the body, and it was kinked. Completed the procedure with different device. Analysis of the returned device discovered the catheter was cracked.

Manufacturer narrative:
Returned product consisted of a 7f mach I guide catheter with no original packaging. A kink was observed approximately 0.9 cm from the distal tip. The distal shaft at and around the kink was inspected microscopically, revealing no evidence of a device related root cause. Further microscopic inspection of the distal shaft revealed a crack in the outer shaft extending from each of the (2) side holes. The cracks were approximately 2 mm long. Two radial cracks were observed on the proximal shaft approximately 57.7 and 58.9 cm from the manifold on the proximal end of the device. The cracks on the proximal shaft extended approximately 2/3 of the way around the circumference of the shaft. The report of a kinked shaft was confirmed. The cracks in the distal and proximal shaft were not included in the reported information, therefore, it is considered likely that this damage occurred as a result of device use. This conclusion is supported by the fact that the damage was not discovered by cath lab staff during initial unpackaging, inspection, and preparation of the device prior to the reported procedure. The most likely root cause of the shaft kink and cracks is considered operational context.